Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) unit had a blood back issue. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to verify the blood back condition infiltrated in the unit. After the inspection, the fse confirmed that blood entered the safety disk, crm, and blood detect tubing assembly. It was also stated that blood did not pass beyond the micron filter. So, in order to fix the issue, the fse replaced the following affected components: blood detect tubing, crm and the safety disk. The fse then verified the unit calibrated and passed all functional and safety tests per factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.